Event description:
The customer received questionable estradiol results for eight patient samples. The samples were repeated on the same analyzer and also on other analytical e module analyzers at the site. The automatic repeat with 1:5 dilution on analyzer 2056-22 was reported outside the laboratory for all patients except the patient with sample ID 165617. The initial result of 4087 pg/ml was reported outside the laboratory for this patient. The patients were not adversely affected. The estradiol reagent lot number was 16871101 with an expiration date of 05/31/2013. The customer had noticed the analyzer had two reagent packs on-board, one of which was empty. The field service representative was unable to determine a cause and he observed the analyzer performing correctly and as per specification. He replaced the reagent pack and all system checks were successful. To verify the analyzer operation, the customer ran quality control which was all okay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
The investigation could not determine a specific root cause. Based upon the information provided for investigation, all quality control and calibration data were within expectations and all system checks were successful. A reagent or instrument issue is not evident. Patients were not adversely affected by any reported result.